Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the suspected disconnection occurred immediately after the start of the procedure. Reportedly, the procedure was completed by changing to another camera head without any harm to the patient. Though requested, the specific procedure-type was unknown, and the device was not inspected prior to use. The event date was confirmed as 13oct2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume that the communication defect occurred due to the cable damage and the image if the camera cable is rounded, do not pull forcefully and stretch gradually and straightly. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. When wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Keep the camera head in place of the camera cable during use to manipulate the endoscope. Do not secure the camera cable with amps, etc. Do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, a poor quality image was discovered due to a cable failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd autoclavable camera head due to an unspecified appearance issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a disturbed image due to a cable disconnection problem. This report is being submitted to capture the disturbed image confirmed during the device evaluation.